Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited stored episodes of myopotential oversensing which resulted in instances of pacing inhibition. On (B)(6) 2017, the asymptomatic patient presented in clinic and the programming changes were made. The patient will continue to be monitored.